Event description:
It is reported that a customer received an alarm on their insulin pump stating that the customer is high in blood glucose but in reality they are not. The patient's blood glucose level was not recorded. The customer stated that they do not use the sensor future because it does not benefit them. The customer further stated that if they ever wore the sensor again and had issues then they will call the help line for assistance. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.